Manufacturer narrative:
Livanova manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a medwatch importer report mw#(B)(4) stating that in (B)(6) 2017, a patient undergone a cardiac surgery and he was recently identified positive to mycobacterium chimaera. A heater-cooler system 3t was used during the surgery. Within the report are stated other information about the patient that may have influenced the outcome of the event: interstitial pulmonary fibrosis diagnosed around 7 years. He presented to clinic with weight gain, peripheral edema, cough and increased dyspnea on exertion. In the past, he has had prolonged carbon silicon exposure.

Event description:
See initial report

Manufacturer narrative:
H.10: a review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A service history review did not reveal any relevant information. As forecast by livanova process, the unit was deep disinfected and the upgrade was completed on (B)(4) 2019. A complaint database analysis revealed that no device contamination complaints were ever submitted by this hospital. Moreover, the reported serial number was not even manufactured at the time the surgery took place and it was installed at the (B)(6) hospital in (B)(6) 2017 thus, based on the provided information, an involvement of this specific device can be excluded.